Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow up performed on (B)(6) 2019, both coil continuity impedances had values below 200 ohms and the impedance and coil continuity curves showed drop starting from the end of (B)(6) 2019. Several oversensing episodes were observed in the right ventricular channel.